Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. No patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) checked the lines and bags and found that the unused the supply line clamp was open. The technical service representative (tsr) reviewed proper setup procedure. The hp cycled the power to clear the system error 2240 which was then followed by a system error 2367. The hp then ended therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify her peritoneal dialysis registered nurse and start over with new supplies. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.